Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an iliac stenting interventional procedure. Reportedly, the sheath did not fully lock into the starclose device and the sheath did not split correctly. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): per the instructions for use: an audible click should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. The device was returned for evaluation. The reported event of improper sheath splitting was confirmed. The reported event of the hub not locking into the handle was not confirmed, analysis of the returned device noted that the exchange sheath hub was fully seated and locked in place with the device handle. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.